Event description:
Revision surgery performed because the patient felt they were dislocating. It was found that the muscle was detached from the bone, causing it to slip out. A constrained liner was implanted to add stability as well as a +7.0mm 28 head.